Event description:
Customer reported experiencing recurrent no delivery alarms with the insulin pump. He stated that changing the infusion set had resolved the issue, but when attempting to deliver a bolus, the alarm would reoccur. During troubleshooting, it was found that the insulin is neither denatured nor expired. Customer stated that he rotates his insertion sites to avoid scar tissue. He stated that the tubing is not bent or kinked. Customer had already gone through troubleshooting for no delivery alarms in the past and did not want to continue. The blood glucose reading was 143 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.